Event description:
The patient underwent a full revision surgery, and the patient is now experiencing vocal cord paralysis and shortness of breath. Per the ent physician, the vocal cord paralysis is due to a stretched nerve and it should resolve in approximately 6 months. The patient stated that the shortness of breath might be related to his asthma, but it is unclear at this time. Additional information was receive from the neurologist that the paralysis of the vocal cord occurred on the left side. Per the neurologist, the vocal cord paralysis occurred following surgery and is likely related to surgery. The neurologist was uncertain about the relationship of the shortness of breath to vns therapy.